Event description:
Customer reported fluid leaked from an area on the extension set. The site of the leak was not provided other than "leaking from ext leg". No pt harm or medical intervention was reported. No additional pt/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.